Event description:
The consumer was using the medtronic minimed insulin pump #508 for administration of novolg insulin. The consumer was completing a routine change of the silhouette infusion set, & when removing the device (insertion site in abdomen), the catheter (micro-tube), remained inside their skin. The micro-tube is one inch in length. The event occurred in 2003 & they spoke to their endrocinologist 5 days later due to discomfort at the insertion site. The consumer describes the discomfort as feeling like the micro-tube is, "hitting a nerve". 2 days later, the consumer was seen by a surgeon & 4 days later the surgeon attempted to remove the micro-tube in surgeon's office without success. However, the surgeon did remove scar tissue. The incision required sutures to close. The surgeon believes the micro-tube migrated downward. The incision is healing. At this time, the decision was made not to attempt further procedures to remove the micro-tube, but to wait & see if the consumer develops additional problems. The customer called the medtronic co using the 24 hr toll free number (1-800-826-2009) & reports medtronic was not interested in their complaint, but did offer to replace the one silhouette infusion set. Reports that they have not experienced any problems with the other silhouette infusion sets containing the same serial number.